Event description:
Hospital called to obtain lot numbers and expiration dates of heparin and saline flushes dispensed to pt. Pt hospitalized with pseudomonas infection. Patient rec'd shipment of flushes and catheter care supplies in 2007. Patient not seen by home health nurse as parent/caregiver is independent with catheter care. Dose or amount: 5ml, frequency: qd, route: IV; dose or amount: 10 ml, frequency: prn ut dict, route: IV. Dates of use: 2007; diagnosis or reason for use: catheter maintenance.